Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that at the end of the shoulder rotator cuff repair surgery the second inside sutures of the devices broke inside the patient. At the end of the surgery, when the second tigertail has to be removed from the eyelet and through the screw, the sutures broke. The surgeon pulled on one side of the suture to remove it totally but only one half came out, the second half stayed inside the screw.